Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary stenting treatment procedure, the patient died. The 100% stenosed, 2.7x16mm target lesion was located in the internal mammary artery (ima). A 2.75x16mm liberte stent was implanted resulting in 0% residual stenosis. No additional procedure was performed in the target lesion. The procedure was documented as a technical success. Two days later, the patient died of unknown causes. Medication orders were asa 100 mg/day indefinitely, clopidogrel 75 mg/day for 12 months and heparin. No further data was provided.